Event description:
It was reported by the customer that a pyxis medstation es system remote manager frequently failing, which cause delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that remote manager failing due to component. Field service engineer re-attached remote manager to fridge to address the issue. The system functioned as intended after the field service engineer troubleshooted the device.